Event description:
It was reported that during the procedure the alignment is acceptable but not perfect due to the pointer/beam is not aligned. Additionally, when it was last used it would not output above 6 watts. The procedure was completed with this device, the system is usable but not aligned 100% perfect. There was no patient complication.

Event description:
It was reported that during the procedure the alignment is acceptable but not perfect due to the pointer/beam is not aligned. Additionally, when it was last used it would not output above 6 watts. The procedure was completed with this device, the system is usable but not aligned 100% perfect. There was no patient complication.

Manufacturer narrative:
With the available information bsc concluded based on analysis results, the alignment out of articulated arm found to be clipping, therefore the reported allegation was confirmed. The articulated arm was replaced and aiming beam alignment was carried out. A review of the console confirmed that the issue was resolved after replacing the articulated arm and as a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on review of the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
With the available information bsc concluded based on analysis results, there was not an issue with a misaligned micromanipulator, it was determined that the articulated arm was defective and could have affected the device performance therefore it was replaced. A review of the console service history confirmed that the console was fully functional after replacing the articulated arm. Per the reported information there was no direct patient complications associated with the articulated arm. There is no information to reasonably suggest that the articulated arm could potentially cause or contribute to patient harm if these were to occur again. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during the procedure the alignment is acceptable but not perfect due to the pointer/beam is not aligned. Additionally, when it was last used it would not output above 6 watts. The procedure was completed with this device, the system is usable but not aligned 100% perfect. There was no patient complication.